Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 (B)(4): animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the display screen remained blank when the pump was powered on. The pump was opened for investigation and revealed a crack in the display. A test display was attached to the pump and illuminated properly.

Event description:
On (B)(6) 2013, the reporter alleged an issue with the display (blank screen) on pump. The blank screen occurred when pump screen was shattered as reported under separate complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting. There is no indication that the product issue caused or contributed to an adverse event.